Event description:
The sensor medics customer reported that the 3100a ventilator did not meet a performance specification. The piston of the ventilator could not be centered. The pt was not compromised.